Event description:
The customer observed falsely elevated alinity c carbon dioxide for multiple patients. The following results were provided (reference range adults 22 - 29 mmol/l): sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 25 mmol/l, sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 23 mmol/l, sid (B)(6); initial co2 result= 37 mmol/l; repeat result= 28 mmol/l, sid (B)(6); initial co2 result= 35 mmol/l; repeat result= 28 mmol/l, sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 28 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity c carbon dioxide did not identify an increase in complaint activity that is related to the current complaint issue. A search for similar complaints by the complaint lot did not identify an increase in complaint activity. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. File sample analysis was not performed as the issue appears to be an environmental issue as the lab co2 level increases in the afternoon. Since installing an exhaust fan, customer has not had any more issues. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent lot 67123uq10 was identified.

Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2025-00128 under a different suspect device. Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c carbon dioxide for multiple patients. The following results were provided (reference range adults 22 - 29 mmol/l): sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 25 mmol/l, sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 23 mmol/l, sid (B)(6); initial co2 result= 37 mmol/l; repeat result= 28 mmol/l, sid (B)(6); initial co2 result= 35 mmol/l; repeat result= 28 mmol/l, sid (B)(6); initial co2 result= 33 mmol/l; repeat result= 28 mmol/l. There was no impact to patient management reported.